Event description:
It was reported that the patient had palpitations from (B)(6), 2022 to (B)(6), 2022. The patient was admitted from the emergency room on (B)(6), 2022, and an electrocardiogram (ECG) was done that found wide qrs tachycardia. The arrhythmia was treated with cardioversion and defibrillation, and the patient was discharged with a diagnosis of left ventricular dysfunction that resolved on (B)(6), 2022 with an adjustment of the patient's implantable cardioverter-defibrillator (ICD) setting.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number#: (B)(4), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number#: (B)(4). No product is available for investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the hm 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.